Event description:
Customer reported receiving a weak battery alarm. The customer's blood glucose was 92 mg/dl. The customer was advised that the insulin pump would function but the battery life would be shorter than expected. The customer also reported receiving a weak battery alarm for a second time. Troubleshooting did not find any damage to the battery compartment. The customer also reported receiving a failed battery test alarm. No additional information provided.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, off no power, failed battery test, weak battery alarm or battery indicator anomaly noted, however battery tube was corroded. Pump was received with minor scratched display window, cracked lcd window at the upper right side of the window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.(B)(4)